Event description:
The dermatome was reported to have shred the skin. This device was used on a cadaver. The user facility tried to change the blade but no luck. The device was being used by the tissue staff and the thickness was 1800. The user started at the leg and worked up to the back, then they rolled the cadaver over but the device continued to shred the tissue graft. The device was not cutting the full length of the blade.